Event description:
Reported as: "a crack in the tubing of the port, reflux disease, and a large hiatal hernia." "The broken port was replaced and the hernia repaired surgically."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted surgical damage to the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). This breakage may have been the cause of the leakage. The lab could not confirm any other source of leakage in the device. Device labeling addresses the possible outcome of the reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."